Manufacturer narrative:
Based on the investigation, it is found that there was temporary sensor inaccuracy at 10:56 pm est on (B)(6) 2020, which lead to the missed hypo alert. There is no clear indication of a systemic malfunction. After the sensor inaccuracy event, the sensor reading were in good agreement with the blood glucose meter measurements. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On septemeber 10th 2020, senseonics was made aware of an adverse event where patient experienced hypoglycemia and emt (emergency medical technicians) services were called and provided IV dextrose but not hospitalized.